Event description:
Pt reports on (B)(6) 2011, she used the lenses for the first time. She experienced blurry vision and her eyes started to hurt. When she removed the lenses, her eyes were red and painful after she had rinsed them. She went to bed that evening and woke up with "intense pain." She could not open her eyes due to the pain and went to the emergency room. On (B)(6) 2011, she was examined and diagnosed with corneal abrasions. She was treated with anesthetic and prescribed vicodin and ciprofloxacin 0.3% eye drops. She was restricted from bright light, driving and tv or reading, and not to return to work until at least (B)(6) 2011. She was then referred to a specialist. On (B)(6) 2011, she was seen by the specialist who upon examination found in her left eye a 4 mm corneal abrasion. The specialist prescribed erythromycin ointment and scheduled a follow up appointment 3 days later. He advised the pt not to return to work until (B)(6) 2012. The pt's activities were restricted to no bright light, driving, reading or tv. She was advised to continue use of crushed ice for pain and swelling. She returned to the specialist on (B)(6) 2011. Upon examination the corneal abrasion in the left eye was no 2 mm. She was advised to continue erythromycin, no bright light, driving no tv or reading. Able to return to work but with restriction from computer/tv screen and continued use of crushed ice for swelling and pain. On (B)(6) 2012, she returned to the specialist who noted upon exam that the corneal abrasion had resolved and notes that contact lens may be used; however, the pt is now at risk for erosion to the cornea could reoccur. No lenses were returned for eval. This is being filed as a large corneal abrasion.